Manufacturer narrative:
Review of the quality documents indicated that the lead met all the requirements of the specification during inspections. Review of the provided files confirmed the high ventricular threshold measured on (B)(6) 2024. However, since no other files were provided, it is not possible to confirm the progressive threshold elevation. Electrical tests performed on the lead revealed an abnormally low impedance on the distal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This malfunction is caused by detachment of the inner tube from the core tip on the distal side of the lead. The origin of the detached inner tube remains unknown and is subject to in-depth investigation. Actions to avoid recurrence of this kind of events are currently under implementation. Please refer to the attached report.

Event description:
Reportedly, a progressive increase of the ventricular capture threshold occurred, with the impedance and sensing stable. During the implantation on (B)(6) 2023, it was measured at 1v.

Event description:
Reportedly, a progressive increase of the ventricular capture threshold occurred, with the impedance and sensing stable.. During the implantation on (B)(6) 2023, it was measured at 1v.